Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 101 pic error (pic msg crc error). This occurred during the first few minutes of priming infusion programmed to run at a rate of 40 ml/h, 20 ml volume to be infused there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10: the device was received for evaluation. During functional testing, a system error 101 alarm was not reproduced. A review of the event history log revealed a single 'system error 101' message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The input/ output (I/o) printed circuit board (pcb) requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.